Event description:
The customer reported the left live monitor failed to display fluoroscopic image. This issue will cause the system to be unusable due to the inability to see the live image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The camera was evaluated and replaced. The dose was recalibrated and beam alignment was performed. The system was tested and found to be working as intended.